Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2015.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert. The lead exhibited high thresholds and high impedance levels. The low voltage portion of the rv lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.